Event description:
On (B)(6) 2011 customer reported their lx20 pro instrument stopped working. After troubleshooting the issue a leak was discovered on top of the wash concentrate reservoir. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the wash concentrate reservoir. Fse primed the system and no leaks were observed. No further problems have been reported.

Manufacturer narrative:
(B)(4).